Event description:
It was reported that the pt had previously received a simple continuous infusion of baclofen at 60mcg/day. The physician wanted the pt to receive a slightly increased infusion dose for approximately one hr every day. The physician selected "flex dosing," and when prompted to input either the "basal hourly rate" or the "total daily dose" she chose the 60mcg into the basal hourly rate. Therefore, the pt was set to receive a total daily dose that was roughly 24 times her original daily dose. The pt was sent home and later called the physician the same day complaining of not feeling well. The hcp had then realized the programming error. The pt was taken to the ER with overdose symptoms and her condition at that time was stated as being "serious." Upon arrival to the ER the pt was observed to be coherent and breathing on her own. She was slightly cognitively impaired. The pump was re-programmed back to 60mcg/day of baclofen. The pt's last known status was reported in 2009; the pt was "doing better, but not 100% back to baseline." Additional info has been requested, a f/u report will be sent if additional info becomes available.